Event description:
Customer alleged blood glucose results of 257 mg/dl and 70 mg/dl when testing was performed back-to-back on the aviva system. Customer reported no symptoms and did not treat or act on the results. No serious adverse event was reported in connection with the alleged malfunction. The suspect device is unavailable for return; replacement product was sent.